Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high, out of range impedance values on both ventricular and atrial leads. After an analysis of the data, it was determined that the cause of the lead impedance measurement out of range was unlikely indicating lead breakage or abnormality as the next day's measurement value showed the same stable value as before, also, no abnormalities were observed in the electrogram during transmission and no noise event records indicating lead breakage were recorded in the arrhythmia logbook. Exposure to some kind of environmental noise, when measuring lead resistance was discussed as the possible origin of the impedance values. It was recommended to continue monitoring latitude and continue following up for any changes in device status. The ICD remains in service. No adverse patient effects were reported.